Event description:
It was reported that this right ventricular (rv) lead was explanted due to perforation. The lead exhibited loss of capture and impedance changes with sudden onset of fluctuations between 1200 and 2000 ohms. There was no asystole. Imaging was also required. The patient experienced discomfort and underwent surgical intervention to replace the lead. No additional adverse patient effects were reported. The lead is not expected to be returned for analysis as it was discarded.